Manufacturer narrative:
Device evaluation of electrode belt has been completed at anchor. The reported problem (md-204 service code, can connections status, belt add gel/replace belt messages) has been confirmed. Upon investigation the electrode belt was unable to complete functional testing. The cause for the failure was isolated to a defective component on the distribution node pca. Reporting out of abundance of caution. The root cause for the defective competent could not be positively identified. No adverse event was related to the electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.